Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.

Event description:
Customer states: during use on a pt at hospital, a nurse confirmed the decannulation and recannulation of the tube was required.